Event description:
Reporter indicated that vns patient was experiencing a drop in blood pressure with stimulation and that the pt "white-out" and "doesn't look good". Treating neurologist decreased the pulse width setting with some success for a few days, but the patient was again unable to tolerate device stimulation. Stimulation was discontinued. Device diagnostic testing was reportedly within normal limits, indicating proper device function. Further follow-up revealed that the patient had also been fighting a cold at the time of the event. Treating neurologist does not know whether the reported event was related to the vns therapy system or to the cold. Stimulation was reinnitiated at follow-up office visit at which time the patient was reportedly doing fine. Report is incomplete because device tracking information was not forwarded to manufacturer at the time of initial implant surgery. Additionally, no response has been received to manufacturer's requests for additional information from treating neurologist.

Event description:
Further follow-up revealed that the pt has experienced improved seizure control since ncp system replacement. Neurologist indicated that the pt did not suffer any injury or trauma that could have contributed to the suspected lead break. Neurologist reported that upon palpation of the lead through the patient's skin, it felt as though the lead was kinked; however, x-rays reviewed by neurologist did not identify any discontiuities with the ncp system. Neorologist indicated that the patient did not experience a clear increase in seizures, but that there was an increase in duration, postictal confusion and agression. There were no environmental stimuli or medication changes that could have contributed to the increase. Neurologist believes that the increase in seizure duration, postictal confusion and aggression was due to the lack of vns therapy as a result of the suspected lead break.